Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead (0062) was capped, because it was not sensing properly. The shocking portion remains active. A bipolar endocardial lead (0014) was added to the patient's system.